Manufacturer narrative:
This report is for an unknown quantity of unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is patient. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient was implanted with a synthes plate due to a fracture on possibly the middle third of the radius. A year after implantation, the fracture was discovered still not welded. The facility that performed the surgery claimed that the cause is probably a defect of the material used in constructing the plate. After visiting a doctor in the region, the patient was told that the third screw was not positioned correctly. It was screwed too close to the fracture and this probably caused the non-union. The patient is inquiring if it was indeed the materials from the implant or the surgical technique/implementation in which the screw was positioned badly which caused his condition. No other information was provided. This report is for unknown quantity of unknown screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was not returned to us customer quality. This investigation was performed on images of x-rays located in file (B)(4) attached to the complaint. Visual inspection: review of the two x-ray views provided revealed no device malfunctions of the unknown six screws and one plate. Since images taken immediately following the initial implantation surgery were not provided, it could not be determined if a malfunction occurred post-operatively. Conclusion: no device malfunctions were identified during investigation. No design or manufacturing issues were observed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.